Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 500-600 mg/dl and large ketones. Reportedly, the customer was unaware of bg level due to not receiving continuous glucose monitor readings at the time of the reported issue. Customer delivered a manual injection to address elevated blood glucose level. Recommendation was made to consult with healthcare provider regarding diabetes management.